Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Evaluation of the returned device found that it functioned as intended.

Event description:
It was reported that during a meniscal repair on (B)(6) 2014, the maxfire would not operate properly. The obturator became lodged in the cannula and could not be removed to insert implant. There was no delay in procedure; however, the meniscus was removed instead of repaired.